Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a right atrial flutter (rafl) ablation procedure. During prep it I was noted that and observing the 'backward flow' pattern of each irrigation port. There were no error messages displayed on the pump.the catheter was replaced and the procedure was completed without patient complications being reported.